Event description:
Customer states she received approx 40 patients with discrepant sodium results. She provided results for eight patients, the following three patients had discrepant results. All original and repeat results were accompanied by flags notifying the user the results were below the reference range. Patient 1, original result 109, repeat 95 mmol per l. Patient 2, original result 121, repeat 83 mmol per l. Patient 3, original result 124, repeat 94 mmol per l. Erroneous results were not reported. Customer changed or checked the following: change all solutions on ise rack, changed chloride electrode, changed mix tower, checked o-rings. The field service rep spoke with lab manager, he verified a blocked mix tower was the cause. He documented customer cleaned mix tower.

Manufacturer narrative:
Customer performed calibration and quality which were acceptable and stated analyzer working fine ever since.